Event description:
Note: this report pertains to one of four hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the cystic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after the device was placed over a dreamwire into the cystic duct, the balloon popped. A second balloon was attempted but the same problem occurred. After the first two balloons popped, two other balloons were pre-inflated and popped. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with a different balloon device (cre pro rx dilatation balloon). There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that after the first two balloons popped, two other balloons were pre-inflated and popped.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.